Event description:
A revision procedure was performed a couple of months later where the other manufacturer's ra lead was surgically abandoned. The rv lead and crt-d remain in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient received an inappropriate shock due to oversensing of noise for the right ventricular (rv) lead. The oversensing of noise led to rv pacing inhibition, however the patient is not pacemaker dependent. Noise was also seen on another manufacturer's right atrial (ra) lead channel. The noise on ra lead was able to be reproduced with resisted isometrics and active range of motion, so it was determined to be due to electromagnetic interference (emi). A revision procedure has been scheduled. It is suspected that the noise on the ra lead was due to an insulation issue with the lead. There was also consideration that the rv lead may have insulation damage. At this time the products remain in service and no adverse patient effects were reported.